Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the device was getting hot. No patient injury or complications were reported.

Manufacturer narrative:
Evaluation was performed and the report of the ¿powermax elite mdu with hand control getting hot¿ could not be confirmed; however, functional testing has found the forward control button is stuck causing intermittent function. This condition may have caused the motor to heat up if left unattended for a prolonged period of time. Further inspection has found rusty button components that impede the travel of the button which in turn causes intermittent button function.